Event description:
It was reported that a patient experienced peritonitis during coincident with peritoneal dialysis (pd) therapy. The cause of this peritonitis event was unknown. On the same day of onset, the patient was hospitalized for this event. On an unreported date, the patient began treatment with and intraperitoneal injection amikacin (125 gram, frequency not reported) and an intraperitoneal injection vancomycin (1 gram, frequency not reported) for peritonitis. The patient was still hospitalized at the time of the report. It was unknown if the patient recovered from the peritonitis event. Dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). It was reported during follow up that the patient had recovered from the event and treatment with vancomycin was ongoing and scheduled to be discontinued in five days. Should additional relevant information become available, a supplemental report will be submitted.